Event description:
Per the clinic, the device had migrated. Revision surgery to reposition the device occurred on (B)(6), 2010. The implanted device remains.

Event description:
This is a spontaneous report by a nurse from the USA of peritonitis, fatal cardiac failure, fatal myocardial infarction, and fatal sepsis in a (B)(6) male coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency, lot number not reported) intraperitoneally (ip) for peritoneal dialysis. During a call with baxter customer service, the patient's nurse reported the following information. On an unreported date, the patient developed peritonitis. It was unreported if the patient was hospitalized or if treatment was provided for the peritonitis. On an unknown date, the patient died of cardiac failure, a myocardial infarction, and sepsis. It was unreported if treatment was rendered prior to the fatal events. It was unreported if an autopsy was performed. On an unreported date, dianeal therapy was withdrawn and the patient was placed on hemodialysis. It was unreported if the patient recovered from the peritonitis. Per the nurse, the peritonitis, fatal cardiac failure, fatal myocardial infarction, and fatal sepsis were unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4).as the date of onset of this peritonitis episode is unknown, the sample was not requested.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot (gd877282), with no issues noted during the manufacturing process. Baxter has received similar reports. The root cause investigation is in progress.